Event description:
It was reported through the review of patient programming history that a vns patient settings were reset to faulted diagnostic settings. The patient's device was found to be at 1/20/500/30/60 on (B)(6) 2008 after previously being at 1/30/500/30/3 on (B)(6) 2008. System diagnostics completed on the office visit from (B)(6) 2008 were successful (ok/ok/2/no). At the moment it is suspected that the execute command to complete system diagnostics was interrupted, hence the reset in settings.

Manufacturer narrative:
Analysis of programming history.